Event description:
It was reported that the patients pocket incision opened up. The patient underwent a full spinal cord stimulator (scs) system explant procedure. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150390/7150042.